Event description:
The customer stated they were dosing insulin using a sliding scale based on the device results. The customer stated that they almost blacked out. The customer had symptoms of unsteadiness, and fatigue. When the customer would have blackouts they would eat to bring up blood glucose level. Controls were not in use and the customer stated that glucose strips are sometimes kept out of the original container. A request was made for the return of the suspect device and replacement product was sent.